Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Facility advised left brake is not locking at all. Facility advised brake has been broken for awhile. Serial number not coming up in the system. Facility could not provide any further information.